Event description:
It was reported that the pt began to experience some "difficulties" with his stimulation beginning in 2008, only three yrs after implant. The pt experienced intermittent stimulation with the stimulator turning on and off; there was no clear reason for this. It was felt that based on his programmed settings, the device should have lasted five yrs. The device was interrogated several times over the summer. I was noted that the left lead was not working and pole 2 in the monopolar setting was greater than 4000ohms. Reassessment a few weeks later found the left side was normal, and the right side was abnormal with impedances greater than 4000ohms. The nurse reset the stimulation leads, and that seemed to work for most of the summer. Later, the pt returned. There were no problems noted with impedances and the pt was reset back to his original settings, as they were considered optimal. The pt remained well. The pt was then seen 2 months later, and was having some issues with quite a bit of dyskinesia in the morning when he would turn his stimulator down, then tremor in the afternoon when he would turn the stimulator back up. After discussion and x-rays, the doctor concluded there was likely a problem with the battery. The pt was doing clinically well, and the battery was not reading low, so the decision was made to monitor the pt. One month later, the doctor's office received a phone call from the pt noting that the pt was doubling his medication dose, and his stimulators were clearly not working properly. The pt had severe tremor and was akinetic, the decision was made to replace the battery emergently. When the pt arrived for the procedure, the sys was interrogated. It was again noted that the left brain pole 2 in the monopolar setting was reading greater than 4000ohms. Otherwise, the settings were the same. The 6 was also reading a very high impedance. The doctor felt it was the same issue as had been noted during the summer and proceeded to surgery. The stimulator was replaced. The pt was programmed in recovery to the original settings with tremor reduction and arrest. The impedances were noted to be back down to normal. It was felt that the stimulator was malfunctioning and defective.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.